Event description:
Through implant patient registry and medical records, it was learned that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 10 months due to escherichia coli endocarditis. The explanted valve was replaced with a 25mm 3300tfx aortic valve. The patient was discharged from the hospital on pod# 10. The patient presented 1 month ago with acutely decompensated chf and found to have prosthetic valve endocarditis. The patient underwent avr utilizing a 25mm 3300tfx aortic valve, mvr utilizing a 29mm 7300tfx mitral valve and aortic cavity repair using pericardial patch. Intraoperative finding showed no significant vegetations on the bioprosthetic valve but a paravalvular abscess was located along the left coronary cusp along with severe mr secondary to a retracted posterior leaflet. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
The event was due to patient factors/conditions. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 10 months due to unknown reasons. The explanted valve was replaced with a 25mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.